Manufacturer narrative:
Evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump failed to power on. Unable to perform all investigation steps due to no power to pump. The pump was opened and moisture found on the printed circuit board.

Event description:
On (B)(6) 2011, the patient contacted animas on alleging that the iob was not included in the pump's bolus calculations. The patient also claimed that his blood glucose (bg) level dropped to 26 mg/dl on the morning of (B)(6) 2011 due to continuously bolusing and the pump not factoring in the iob in the calculations. The patient reportedly was able to treat the hypoglycemia by consuming juice. The animas representative assisted the patient with enabling iob in the pump. The patient also had reportedly not programmed the I:c, isf or targets in pump. The animas representative assisted the patient with the programming of the settings. The representative also reviewed basal settings and the patient confirmed they were correct. The patient also confirmed a correct time on pump. Based on the information provided, this complaint is being reported due to the allegation that he suffered a low bg level that meets animas' criteria for a serious injury and the claim that the pump was not factoring in the iob in the bolus calculations.